Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) during attempted implant. The lead was removed and noted to have blood inside the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted an extremely bent stylet was returned inserted in the lead, cuts were noted in the lead insulation and in the suture sleeve and dried blood/body fluid was noted in the lumen. Resistance testing was performed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the cuts in the insulation. Laboratory analysis did not confirm the loss of capture (loc), however, did confirm blood in the lumen due to cuts in the lead insulation. The cuts were felt to be consistent with induced damage during the implant procedure.